Event description:
The manufacturer received information alleging a ventilator failed active exhalation verification test. There was no harm or injury reported. The devices solenoid valve and proportional valve were evaluated by the manufacturer's product investigation laboratory (pil) and found the devices solenoid valve and proportional valve functioned as designed and operated without issue or error codes.